Event description:
It was reported that pump displayed malfunction alarm with code that customer was able to reset, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump independently before contacting support, and technical support then provided reset instructions, confirmed that malfunction did not recur, advised that pump use could continue, and instructed customer to call back if issue returned.